Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a site/set/cart (air bubbles/leak) issue. The reporter alleged that there were air bubbles in the cartridge. An attempt to contact the patient has been made. There was no further information available regarding the complaint available at this time; if further information is provided a supplemental report will be submitted. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1 correction: the lot number associated with this complaint is unknown. The previously reported lot number is invalid.

Manufacturer narrative:
The device has not been returned to animas for evaluation. If the device is returned, anevaluation shall be completed and a supplemental report will be filed. No conclusionscan be made at this time. Each cartridge lot is subjected to a statistical sampling planand must pass testing for force (occlusion and loss of prime), cracks, and foreignmaterial prior to release for distribution.